Event description:
Caller states that the device appeared to start testing prior to blood being applied to the strip. He reports receiving readings results of 28mg/dl and 30mg/dl as undosed results. Requested return of suspect device and replacement was sent.